Event description:
Event details regeneron has received patient complaints from the market for a vial product packaged with the bd 18g filter needle. The complainants report pieces of stopper observed in vials after the bd filter needle pierce the stopper.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No pt harm.

Manufacturer narrative:
(B)(6) follow up for device evaluation. A report was received indicating potential stopper coring. To support the investigation, four samples without packaging blisters and three photographs were submitted for evaluation by the quality team. Among the samples, one lacked a plastic shield, and another was identified as not being a bd product. A visual inspection was conducted using 30x magnification. No damage, defective grinding, or hook anomalies were observed. The bevels and etching appeared within acceptable standards. The submitted photographs depicted a needle hub, a needle inserted into a vial stopper, and a gray-colored particle. However, no additional insights could be derived from the images. A device history record (DHR) review was completed for material number 305211, lot 3055156. The review found no quality issues during the production of this lot that could be linked to the reported condition. Additionally, there were no related quality notifications. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the analysis of the returned samples and supporting documentation, the reported issue could not be confirmed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. Report was received indicating potential stopper coring. To support the investigation, four samples without packaging blisters were submitted for evaluation by the quality team. Among the samples, one lacked a plastic shield, and another was identified as not being a bd product. A visual inspection was conducted using 30x magnification. No damage, defective grinding, or hook anomalies were observed. The bevels and etching appeared within acceptable standards. A device history record (DHR) review was completed for material number 305211, lot 3055156. The review found no quality issues during the production of this lot that could be linked to the reported condition. Additionally, there were no related quality notifications. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the analysis of the returned samples and supporting documentation, the reported issue could not be confirmed.